Event description:
After 40 months of implantation, this pacemaker was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned, the production history and sterilization records were reviewed. (Other): the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. Other : not returned to company.